Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, t-wave oversensing was observed. Programming changes were made. The patient was doing fine after the event.